Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the 30 degree endoscope image inverted on its own. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not replicate but confirmed the customer reported complaint. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact in left eye.